Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
The surgeon was using the continuum cup for his 4th or 5th time on this occurrence. He was using the offset/curved cup impactor with the rotational controlling cap. The cup was attached to the impactor on the back table, with care to make sure that the square dimple was aligned and then the threads were advanced locking onto the cup. Upon insertion of the cup the impactor snapped/separated completely from the cup while engaging the prepared acetabulum. The cup impactor of choice could not be re-attached to the cup while cup was in patient. Titanium thread was found stripped out of cup and in the wound. Cup was fully seated, however, there wasn't a way to verify the correct placement of cup, and removal of cup at this time was not easy. Decision was made to accept positioning for the time being and continue on to the femoral component. Upon completion of the femoral component, it was realized that the version of the cup was not correct and it had to be explanted. The only cup inserter/impactor that we could get to screw into the cup sufficiently for explanting was the old straight trilogy impactor, used without a cap and engaging into the very deep threads of the hole. We then inserted a tm modular cup with the same curved impactor using bowtie rim impactor tip and had zero issues. Surgery was prolonged by 35 minutes.